Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on an unknown date. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems, bleeding, vaginal scarring and marital discord. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that following insertion the patient experienced pelvic pain, uti, incontinence, and vaginal discharge. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal surgery on (B)(6) 2010 due to erosion, infection, dyspareunia and pain. (B)(4). Dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.